Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had changed supplies and since then was experiencing an elevated blood glucose (bg) level of (294 mg/dl). During troubleshooting with tandem technical support, it was indicated that the customer connected new supplies to old cartridge and did not perform fill tubing. The customer was instructed to change supplies, perform fill tubing and a bolus was taken to stabilize bg level.